Event description:
The fixator was applied to treat a left closed, grade one distal radius fracture. Approximately five weeks later the md noted the proximal ball joint was loose. There was no injury to the pt. The fixator was removed and the pt casted.